Manufacturer narrative:
(B)(4) date sent: 10/7/2016. Batch # (B)(4). The analysis results confirmed that the lx207 device was returned nonfunctional as the jaws were misaligned; therefore, the clips could not be loaded into the jaws. No opening issues were noted. No conclusion could be reached as to what may have caused the found condition of the jaws. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history records were reviewed and certed by external manufacturing that the manufacturing criteria was met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Event description:
It was reported by the customer that in sterile processing, devices were found to have issues with unaligned tips, the devices not holding clips and jaws difficult to open/close. The devices were not being used in a procedure when the issues were found. There was no patient involvement and no patient consequences.